Event description:
The(B)(6) patient had a 2088tc atrial lead explanted due to noise. The patient was stable before, during and after the procedure. The lead will be returned.

Manufacturer narrative:
'Final analysis found the partial lead was returned in two pieces. The insulation was abraded at (B)(4) cm to cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.